Event description:
It was reported that the atrial lead had dislodged. There was non-capture and non-sensing and appeared pulled back on fluoroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4137 competitor implantable pacing lead, implanted: (B)(6) 2013. (B)(4).